Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned the device serial number which was used during the surgery. Model/serial numbers have been added to the dedicated d.4 section. Device history record (DHR) review of device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Involved device used at the time of the surgery (2017) was not upgraded with vacuum and sealing kit. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.

Manufacturer narrative:
A.2-a.5. Patient information was not provided. D.4. The catalogue and serial number are unknown. Therefore UDI is unknown. Information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in unites states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring. The complainant alleges through their counsel a mycobacterium infection based on the current status of the investigation the alleged device issue was yet not confirmed: the patient developed acute aortic dissection that required surgery on (B)(6) 2015 at (B)(6) centre. On (B)(6) 2017, patient underwent sternotomy and aortic root replacement. No sign of infection from 2015 surgery was visible. On (B)(6) 2018, patient complained about short breath. On (B)(6) 2019, patient visited an orthopaedic for back pain. On (B)(6) 2019, during a surgery, the surgeon observed an infection at the prior surgical site and stopped the procedure. Infection resulted in osteomyelitis and lumbar epidural abscess. On the following 2 weeks, patient worked with his infection disease doctor to diagnose that he sustained a mycobacterium infection during on (B)(6) 2017 surgery. A plan to address infection was developed. Patient died on (B)(6) 2020.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned the following additional information: 3t serial number used during 2015 surgery is still unknown; clinical course: mycobacterium chimaera identified from epidural tissue by dna sequencing. Revision reconstruction of aortic arch performed on (B)(6) 2019. Mycobacterium chimaera identified from aortic tissue. Date of death changes from (B)(6) 2020. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.